Event description:
Healthcare professional reported "did not allow for the implant to slide in- no sticky solution inside."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "did not allow for the implant to slide in- no sticky solution inside".

Event description:
Healthcare professional reported "did not allow for the implant to slide in- no sticky solution inside."